Event description:
It was reported that during a gastric band procedure, when they tried to place the band down the trocar, the band was torn. They opened a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/04/2008. Information anticipated, but unavailable at this time.